Event description:
This pt experienced bacterial meningitis for two months. The meningitis was associated with a csf leak. The pt underwent surgery to obliterate the temporal bone and lock the eustacian tube. The device was explanted in 2004. The vaccination status of this pt is unk at this point. Cochlear was not alerted to this event until the explanted device was returned to the MFR.